Manufacturer narrative:
Na.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for two patient samples from cobas c501 analyzer serial number (B)(4). Of the data provided, only the results for one patient sample were discrepant. The initial result was 133.0 mmol/l. The repeat result on another analyzer was 138.5 mmol/l. The red top tube from the same collection was tested on another analyzer and the result was 137.6 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct and an amended result was sent. The patient was not adversely affected. The field service representative found there was an issue with the sodium electrode and the customer replaced the electrode. All system checks were successful and the system operation met specification.